Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) exit marker detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an oesophagogastroduodenoscopy (ogd) dilation procedure performed on (B)(6) 2015. According to the complainant, after successfully dilating the esophageal stricture during the procedure, they noted difficulty in removing the balloon through the scope. When they inserted a second, larger cre wireguided dilatation balloon, they noticed that something was blocking the bridge of the scope. The scope was removed from the patient and they found the exit marker from the first balloon inside of it. They removed the exit marker from the scope and the procedure was completed using the second cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.